Manufacturer narrative:
Stryker performed an initial evaluation of the device and was unable to duplicate the reported issue. The reported issue was verified through review of the software logs. The keypad was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
A customer contacted stryker to report their device did not deliver a shock when the button was pushed as expected during use with a patient. This issue is patient related; however there was no adverse patient outcome reported.